Event description:
Olympus was informed that during a urology procedure while the physician was in the kidney area attempting to locate a stone, the physician noticed a black plastic (foreign object) on the screen. The physician retrieved the black plastic using the basket. The scope was inspected and no parts were missing from the outside of the device. The procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was confirmed. A physical inspection was performed and found that the scope has a cracked white glue cover at the distal end. The missing glue cover could account for the reported event. However, the missing white cover glue was not returned. This phenomenon is mostly likely caused by chemical damage.